Manufacturer narrative:
Conclusion: the reason for return was visually confirmed via the photo provided by the customer. The device was not returned for analysis; it was lost in transit. The device history record for custom tubing pack lot number 222184817 was reviewed because the device was not returned for analysis and the additional information received stated the customer barely touched the device and they know how to take it out correctly and there was no damage to the packaging outer box, inner packaging, or sterile barrier. Review of the device history record found no abnormalities during the manufacturing process that would cause or contribute to the reported event. The root cause of the issue could not be determined. This issue may be caused by device exposure to physical shock. Also, exposure to liquid chemical agents may affect the integrity of the pump; anesthetic liquids are known to degrade polycarbonate plastics. Trends for issues with this product are reviewed at quarterly quality meetings. No further actions to be taken at this time. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that when the customer opened the tray and wanted to take out the ap40, centrifugal pump the inlet broke off. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer barely touched the ap40, and that they know how to take it out correctly. Additional information received 11 apr 2022 states that there was no damage to the packaging outer box, inner packaging or sterile barrier. The customer states that there was no damage to the other devices in the same box/shipping container. The ap40 was included in the following custom tubing pack: model number: m310630b lot number: 222184817